Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon was attaching the saw guide to the jig with a screwdriver as is the standard procedure, when the pin in the saw guide snapped and the remaining bit of the pin was left in the jig. The surgeon was able to continue by holding the saw guide in place. The patient suffered no adverse effects and the operation was not prolonged. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.